Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the issues was not determined without returned product investigation and sufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 65 year old male with acute myocardial infarction complicated by cardiogenic shock (scai stage d) and known coronary artery disease required temporary mechanical circulatory support. He presented with metabolic acidosis (ph 7.12), elevated lactate of 4.6 millimoles per liter, and rising creatinine values in the setting of inotropic and vasopressor therapy and mechanical ventilation.on day 1 right femoral arterial access was obtained using a percutaneous, ultrasound guided approach for impella cp implantation to provide circulatory support. The impella cp was initiated at a high-performance level and the patient was transferred to the critical care unit.on day 2 during routine revision, the complain is related on a observation from clinical staff of red tinged urine, also was noted that multiple laboratory samples were reported as hemolyzed. The impella was running at performance level 8, providing approximately 3.2 liters per minute of flow. The central venous pressure was noted to be 7 millimeters of mercury. An echocardiogram performed that morning demonstrated the inlet positioned directly against a papillary muscle at 4.8 centimeters from the aortic valve annulus, consistent with an obstructed inlet contributing to hemolysis. The attending physician was notified and performed echo guided repositioning at the bedside. The impella catheter was retracted to 3.3 centimeters, placing the inlet in the mid left ventricle in appropriate position. A fluid bolus was administered to optimize preload. The bedside nurse reported no suction alarms since the previous afternoon. The patient remained stable following repositioning and continued on impella support.the device was later successfully weaned and the patient survived to device removal on day 4.hemolysis is associated with impella support and is a known potential adverse event described in the impella cp instructions for use. In this case, the echocardiogram demonstrated direct inlet contact with a papillary muscle, which can impair inlet flow and contribute to hemolysis, while low preload (central venous pressure of 7) may also have played a role. Based on the available clinical information, the patient¿s underlying cardiogenic shock, physiological loading conditions, and the malposition against a papillary muscle were the most likely contributors to the observed hemolysis. The issue resolved with using the standard good practices: echo guided repositioning, fluid optimization, and continued monitoring. Patient was successfully weaned from support.

Manufacturer narrative:
Corrected information has been provided in b1(is product problem). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the hemolysis was not determined without returned product investigation and sufficient clinical details. The cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue was not determined without returned product investigation and sufficient clinical details.